Event description:
During use of the ultrasonic bone scalpel during a neurological surgery case, a section of the 10mm blunt blade broke off near the distal end of the blade and separated from the blade. The wound, sponges, collected bone were searched well as x-ray images to retrieve broken section of blade. Instrument fragment was not located and surgeon decided to close wound. Case completed with no additional complications. Broken bone scalpel and accessories were sequestered and delivered to biomedical for reporting and delivery to manufacturer.